Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient was not getting adequate pain relief. The physician tried to aspirate through the side port but was not able to obtain fluid. The physician opened the pump pocket in surgery and tried to remove the pump connector and aspirate directly from the catheter but still was not able to obtain fluid so the physician decided to replace the entire catheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the cause for the inability to aspirate the catheter was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient regarding an implanted pump system for non-malignant pain and pancreatitis. At the time of the report, the pump was used to deliver bupivacaine and dilaudid (hydromorphone). Dose and concentration information was not reported. Additional information received indicated that the patient had spinal fluid and medication leaking out where the incision was made to place the catheter for a month. This occurred in (B)(6) 2022. The patient was limping and there was pain down their legs, but his pancreas did not hurt. The patient thought those nerves were dead. The patient's doctor "moved stuff around" in (B)(6) 2022, so the patient could "barely feel it". It was stated that "it used to stick out a lot". The doctor "anchors it to my spinal bone, but now I can barely feel it". It was also reported that, in between four previous catheter surgeries (see medwatch #s 2182207-2023-00086, 3004209178-2018-09463, and 3004209178-2020-05767) and their most recent surgery in september, the patient had three ribs, a lung lobe, and scar tissue taken out due to lung cancer. The patient was in pain "24 hours" due to that, but their doctor told them that their "nerves will calm down, die, and quit making pain". The patient was instructed to take 60mg of oral morphine twice per day until then. The patient had to take oral oxycodone and other oral medications for cancer related pain in the past. The patient was directed to their healthcare provider (hcp) to follow up. It was noted that the patient's doctor added dilaudid when the patient first got the pump and then added bupivacaine "maybe 3 years" prior to the report due to the sciatic nerve in the patient's back. At this time, the patient's right leg was hurting and "it was awful". The patient "couldn't walk or anything".

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6),implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-jul-14, additional information was received from the patient. Clarification regarding "it used to stick out a lot" was requested. The patient stated, "I had lost weight, and I think that was the issue, it's fine now." The diagnostics / troubleshooting performed related to the "it sticking out a lot" was requested. The patient stated their hcp did "another operation and moved the catheter, and stitched were it wouldn¿t stick out or move again." The circumstances that led to "it sticking out a lot" was requested. The patient stated, "it was leaking spinal fluid. I had a bad headache. So all I could do was stay in bed." The steps taken to resolve "it sticking out a lot" was requested. The patient stated their hcp did a surgery, and moved it in and stitched it were it is fixed!". The diagnostics / troubleshooting performed related to the spinal fluid and medication leaking was requested. The patient stated, "it leaked for a week until the insurance did the surgery." The circumstances that led to the spinal fluid and medication leaking was requested. The patient stated they had carried some groceries up 5 steps up thestairs and after that it started leaking. The steps taken to resolve the spinal fluid and medication leaking was requested. The patient stated the hcp, "a week later, did a surgery and moved the stent over and stitched it were it isn't sticking out." The cause of the spinal fluid and medication leaking was requested. The patient stated "the stent needed moved over." Resolution related to the spinal fluid leaking was requested. The patient stated "it fixed for now."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated regarding the ¿it used to stick out a lot¿ it was noted ¿just where it was anchored to my spine, but the last procedure performed on my catheter solved that.¿ the surgical catheter procedure solved the issue and corrected the problem. It was further reported the catheter had to be replaced, which was not working and ¿after that surgery the catheter moved in a way, which caused spinal fluid leakage¿. The doctor performed another surgery and that fixed the problem. The cause of the spinal fluid and medication leaking was the catheter had moved after the original surgery. The patient has had no problems since.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient could not remember the exact date their pain returned.